Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was mildly calcified, in a moderately tortuous right coronary artery (rca). After predilation, the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. As the physician advanced the taxus stent, the shaft fractured 12" from the distal tip at the touhy. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with two shorter taxus drug eluting stents. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".